Manufacturer narrative:
Product event summary: it was reported that the battery suddenly discharged completely. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the returned devices revealed that the returned battery passed visual inspection. Functional testing revealed an abnormal cell pair voltage. Internal inspection of the battery revealed a lifted cell weld on a cell pair, which contributed to the battery not able to adequately provide power to a controller. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a lifted cell weld. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the battery suddenly discharged completely. No change to the other power port. The battery was replaced. No patient complications have been reported as a result of this event.